Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 30 inappropriate shocks in a 24 hour period. This device is expected to be deactivated as this patient is on hospice, however currently remains in service. No adverse patient effects were reported.